Manufacturer narrative:
Product returned to manufacturer on 04/17/2014. Device evaluation: the device was received and forwarded to the manufacturing site for investigation. Visual inspection at 10x magnification revealed presence of dry lubricant solution. The presence of dry lubricant solution is consistent with a lens that has been handled and used/explanted. Also, a cut was observed at the optic zone of the lens, typically observed on a lens that has been explanted. Various damages were observed at the haptics including: a haptic optic junction tear, roughness, slight deformation at the haptic tip area. The returned product did not meet acceptance criteria. However, there is no indication that the damages and /or defects observed could have its origin at the manufacturing process. The investigation results could not discard the possibility of the damage being caused during handling in the surgical processes. The investigation suggest that the haptic damaged condition that may have caused the eventual "explant" are user handling related. A review of the manufacturing records was conducted. Results revealed all process operations presented in the manufacturing record from generation to boxing were in compliance with the manufacturing specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated during manufacturing of this production order. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4): explant of intraocular lens. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that while implanting an intraocular lens (iol), the haptic broke, requiring the implanting surgeon to explant the intraocular lens in a secondary procedure. A new lens was implanted in the eye. No further information has been provided.